Event description:
Note: this report pertains to one of seven complaints that involve the same patient who received a total of 6 boston scientific stents in which 5 had reported malfunctions. Refer to manufacturer report # 3005099803-2010-02527, 3005099803-2010-02528, 3005099803-2010-02529, 3005099803-2010-02530, 3005099803-2010-02531 and 3005099803-2010-02532 for the other associated device information. It was reported to boston scientific corporation through a retrospective review that an ultraflex esophageal partially covered stent was used during a stent placement procedure performed on (B) (6) 2004. According to the complainant, an ultraflex stent (the subject of this complaint and 3005099803-2010-02528) was placed on (B) (6) 2004 to aid in the healing of and seal an esophageal perforation that occurred due to prolonged intubation. On (B) (6) 2004 a polyflex stent (3005099803-2010-02527 and 3005099803-2010-02529) was placed within the ultraflex stent per treatment algorithm. Placement of the polyflex was successful and uncomplicated. On (B) (6) 2004, the patient presented with stent occlusion and dysphagia due to hyperplasia. The event was reported as moderate in severity and was resolved by pneumatic dilation of the ultraflex stent. Dilation was successful and uncomplicated. On (B) (6) 2004, endoscopic removal of the ultraflex and polyflex stents, per planned treatment algorithm, was attempted. The endoscopist was unable to remove the stents, and no further action was taken at the time. On (B) (6) 2005, a second ultraflex stent (3005099803-2010-02530) was placed within the ultraflex and polyflex stents due to the persistence of the fistula and the previous failure to remove the stents. On (B) (6) 2005, another polyflex stent (3005099803-2010-02531) was placed within the second ultraflex stent per planned treatment algorithm. Placement was successful and uncomplicated. On (B) (6) 2006, endoscopic removal of all 4 stents was attempted (2 ultraflex and 2 polyflex) per treatment plan. During removal, it was noted that there was a migration of all 4 stents. This event was reported as mild in severity, and was resolved successfully by endoscopic removal of the 4 stents as planned. An ultraflex stent (3005099803-2010-02532) was placed during this same procedure due to the persistence of the fistula. On (B) (6) 2006, the patient presented with stent occlusion and dysphagia due to hyperplasia. This event was reported as moderate in severity, and was resolved by pneumatic dilation. Per planned treatment algorithm, a polyflex stent was placed on (B) (6) 2006. Placement of the polyflex stent was successful and uncomplicated, and there were no reported issues with this stent. Removal of the ultraflex and polyflex stents was performed on (B) (6) 2006 per treatment plan. Removal of the stents was successful and uncomplicated. At the last visit, it was confirmed that the esophageal leak had not healed due to the persistence of the fistula. The patient underwent successful surgical closing of the fistula on (B) (6) 2006 and was reported to be in fair condition.

Manufacturer narrative:
(B) (6). Device reported as ultraflex esophageal partly covered stent (length (full, body) 15 cm. Diameter (flange/body) 18/23 mm. (B) (4) (medical intervention required). (B) (4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement for occlusion of esophageal fistula of any type, unless a covered stent is being used, and any use other than those specifically outlined under indications for use." However, the complaint states that the ultraflex esophageal partially covered stent was placed to treat an esophageal perforation (ep) with sepsis as well as a tracheo-esophageal fistula as a result of a prolonged intubation procedure. In addition, the dfu states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complaint states that endoscopic removal of the stent was carried out as planned on (B) (6) 2006. The most probable root cause of this investigation is user / use error.